Manufacturer narrative:
Concomitant products: addr01 ipg, implanted: (B)(6) 2009. Evaluation summary: the distal segment of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and high impedance. Noise was also noted on the atrial lead. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.